Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported an open book. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery compartment side near the corner of the belt clip rails, cracked keypad overlay, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests and unable to confirm/not confirm an open book due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: severe corrosion along the bottom of pcba1. The pcba1 j7 connector was partially detached from the board even before the boards were taken out of the case. In summary, the customer¿s report of an open book was unable to be confirmed during testing. The blank display is due to the detached pcba1 j7 aa battery connector which in turn is due to the severe corrosion along the bottom of pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. The insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.